Manufacturer narrative:
(B)(4). Manufacturing date -- august 09, 2016 ¿ august 10, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and note fluid inside the bag that contained the unit. The cause of fluid inside the bag was identified as an untightened blue winged luer cap. A functional leak test was performed with the cap manually tightened. No signs of leak were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor filled with desferrioxamine 1200mg in 50ml sodium chloride 0.9% leaked when removed from the refrigerator prior to use. Fluid was noted inside the infusor and it was wet. The product was not used. There was no patient involvement. No additional information is available.